Event description:
During a biventricular permanent pacemaker (bi-v ppm) insertion of a left ventricular (lv) lead, the mailman wire broke in half while advancing the lv lead over the wire. The broken part of the wire was not in the body at the time. The rest of the wire was then removed from the body. No harm to patient.